Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. Confirmed reported problem: low tidal volume. Est test :fail 3125,3126. Exhalation flow sensor defective. Led pwr status not light . Rp-overlay,pwr status, english, v200 defective. Device is not returned to functionality, wait po from customer.

Event description:
It was reported that the ventilator had low tidal volume, inaccurate flow rate, and the light emitting diode (led) power status did not light.